Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No problems were found with the programmed delivery in the event history log. Visual, functional and internal tests were performed, and a damaged downstream occlusion (dso) rubber seal was found. The customer's problem was not replicated. The cause of the problem it was found that the dso rubber seal has cracks and air bubble under seal and needs to be replaced. Customer received a cost estimate. Upon acceptance of the quote, the repair will be carried out, and the dso rubber seal will be replaced.

Event description:
It was reported that "the occlusion alarm always sounds during use. Medical technicians checked the blockage but found nothing. The pump has been returned several times because it is constantly clogging. This pump has been causing clogging since oct.2023". There was no patient involvement.